Manufacturer narrative:
The affected device was partially provided for the investigation. Based on the log file the device was not in use on the reported date of event. However, the last date the device was in use (B)(4) a single device restart was logged at 11:07 which corresponds with the reported problem. At the time of the restart a failure message was logged that indicates that the internal supply voltage is either too high or low. A full functional test of the device passed, and a 16-hour test run showed no malfunction. However, the test run was performed without the affected external power supply and battery as they were not provided. Based on the available information no specific root cause for the event could be determined. In case of a significant deviation regarding the internal voltage the device performs a restart. During a restart, the ventilation stops, and the device generates an alarm. After the restart the ventilation continues with the last settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported while in use that the unit shut down. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported while in use that the unit shut down. There was no patient injury reported.